Event description:
It was reported, that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise, high pacing impedance, and high capture threshold on the right ventricular (rv) lead. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient condition was stable before, during, and after the procedure.